Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary - distal conductor fractured. Full lead returned and analyzed. Other: it was reported that high pacing impedance values (3000 ohms) were observed. Additionally, the r-wave signals decreased from 4 to 3 mv and due to oversensing, it was not possible to measure the pacing threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event. Electrical tests performed; mechanical tests performed. Visual examination: actual device involved in incident was evaluated. Component/subassembly failure. Lead conductor, device was out of specification in a manner that relates to event, impedance, high, oversensing, high threshold.

Event description:
It was reported that high pacing impedance values (3000 ohms) were observed. Additionally, the r-wave signals decreased from 4 to 3 mv and due to oversensing it was not possible to measure the pacing threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event.